Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer stated that every time she tried to insert her infusion set the needle got bent. Her cannula got bent and she did not realize it until her blood glucose went up. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer performed cannula bent troubleshooting. The insulin pump will not be returned for analysis.